Event description:
When dosing the test strip on the blood glucose monitoring device, two readings were generated. Reporter stated the result was 117 mg/dl and then alleged the device skipped to a result of 125 mg/dl. Reporter indicated trying to run controls however it was discovered she was not using the correct controls with the device being used. Reporter stated being unable to duplicate obtaining the two test results on one dosed test strip and was unable to find the results in meter memory. Reporter stated no treatment was rec'd. A request was made for the return of the suspect device and replacement product was sent.